Manufacturer narrative:
The reported device loosening was not confirmed. The investigation could not draw any conclusions about the reported pain. The physician thought the patella component was loose. Revision surgery found the patella to be fixed / not loose. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain, surgeon thought patella loose, however, was well fixed. Possible anlv.